Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed battery depletion was indicated (eri). There was a charge time > 30 sec, and device end of service(eos) > 16 second charge time at (B)(6) 2011 21:05:15. There was 1 - patient alert for excessive charge time on (B)(6) 2011 21:05:15, and 1 - patient alert for charge circuit timeout on (B)(6) 2011 21:01:13. The last battery measurement= 2.61 volts on (B)(6) 2011 11:55:20. There was also high resistance/impedance with 3 - patient alerts for out of tolerance subthreshold lead impedance between (B)(6) 2009 02:15:02 and (B)(6) 2010 02:15:02. In addition, the data showed 3 - alerts for svc defib lead impedance = 102 ohms between (B)(6) 2009 and (B)(6) 2010.

Event description:
It was reported that the patient received many shocks for atrial fibrillation. A charge circuit timeout had occurred as the device is at end of service. The device remains in use at the time of the report. No further patient complications were reported as a result of this event.